Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 78" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) for evaluation. The reported malfunction was duplicated and attributed to a foreign substance in the high voltage module. The device was rectified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.